Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as bleeding broken skin and reported the irritation was raised and itching. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.